Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, customer reloaded the cartridge and resumed insulin therapy. Additionally, it was reported that there were multiple cartridge errors. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.